Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Return date: 17-jan-2020. Yes dev rtn to MFR? Product event summary: the full delivery system was returned and analyzed with the device intact in the device cup. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. Blood was observed on the device cup of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2021/ serial#: (B)(4), UDI #: (B)(4). Mfg date: 25-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), retraction of the leadless ipg back into deployment device was extremely difficult on two deployment attempts. Thresholds were too high in both deployments requiring recapture. The cone would not line up with the device and was difficult to retract. Was suspected that possible right ventricle cordi or trabeculae was caught between the two. Pericardial effusion and tamponade were observed and pericardiocentesis was performed. The leadless ipg was extracted and replaced with traditional transvenous implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.